Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the reported condition of the motor not holding the cutter was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had insufficient/low power, the device ran in the locked position and failed pre-test for rotational speed assessment due to component wear. UDI: (B)(4).

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor device had insufficient/low power and the device ran in the locked position. It was further determined that the device failed pretest for rotational speed assessment. It was noted in the service order that the device was not holding the cutter. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.